Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 287 mg/dl (aviva) and 146 mg/dl (friend's meter). No death or serious injury reported. Requested return of suspect device and replacement was sent.